Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15018. It was reported that the patient presented with elevated right ventricular capture threshold and low sensing on the right ventricular lead. The physician elected to replace the lead. During the procedure, an insulation breach was noted on the atrial lead. Both leads were replaced. The patient was stable.

Manufacturer narrative:
Additional information: the reported event of an insulation breach was confirmed. A partial lead was returned for analysis in 3 segments. External insulation abrasion exposing the outer coil was noted at 11.3-11.6 cm from the distal tip consistent with lead friction to another device or feature of the heart.